Manufacturer narrative:
(B)(4). A sample was not returned for investigation. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the patient underwent a laparoscopic repair of a recurrent incisional hernia two years prior to the event. The patient is now suffering from an infection resulting in removal of the device. During removal, the surgeon observed a subcutaneous fistula and intestinal perforation due to adhesions. The center part of the device adhered to the small intestine and diaphragm. The surgeon removed the mesh and performed a cerclage to complete the procedure. Additional information has been requested but not yet received. (Therapeutic treatment, diagnosis, etc)? Please see event description. Hernia repair. What is the lot number for the device? If the customer cannot supply the specific lot number, can the customer state what lot numbers were in inventory at the time of surgery? What are the potential lot numbers? No information is available. Was the device reprocessed or re-sterilized prior to use? No reference. (B)(4)